Event description:
A follow up with the patient's healthcare provider yielded that the patient elected to program off the lead and leave it implanted out of service.

Event description:
It was reported that the patient indicated that the right ventricular (rv) lead was 'bad.' The physician decided to leave the lead in use currently, and programmed off an alert setting. The lead remains implanted. No patient complications have been reported asa result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).